Manufacturer narrative:
The large needle driver instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the large needle driver instrument (pn 420006-12/lot # k10220314-061) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system usg706. The instrument had two uses remaining after last use. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and it is unknown fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large needle driver instrument had a torn/frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a frayed grip cable at the idler pulley. The frayed cable strands stuck out at the wrist. The root cause is attributed to a component failure.